Manufacturer narrative:
The device was evaluated at omsc. As a result of the evaluation, the following was confirmed. -the adhesive on the bending section rubber, the remote switch, the adhesive at the distal end, and the insertion section were damaged. -as a result of component analysis of the foreign material, it was found that the foreign material was a silicone-based substance. Defects in the air/water feeding function may have been caused by the white foreign material clogging the nozzle. Since it is unknown how the device is used in the user facility, and silicone is a substance used for various purposes, omsc could not identify the clogged foreign material. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus medical systems corp. (Omsc) because it was found that the air/water feeding function was defective during preparation for use. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3, oer-4 after precleaning. Omsc inspected the device and found that white foreign material was adhered to the inside of the air/water nozzle. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to update the following sections of the previous initial MDR that was submitted on october 8, 2021. The following sections of the medwatch form is being updated: e1, h5 and h8.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.